Manufacturer narrative:
The field service engineer checked the voltage from ac inlet, no ac volts. Replaced ac inlet, still would not turn on. The fse checked voltage coming from power supply, no voltage. The fse replaced the power supply and the issue resolved.

Event description:
The customer reported the device only running on battery due to a no ac power condition. No patient harm reported.